Event description:
Ous MDR. After about 4 months of implantation time, incorrect detections with shock delivery occurred. Also removed: xelos dr-t, 1028232-2007-00303.

Manufacturer narrative:
The complained-about incorrect detections with shock delivery could be confirmed in the analysis. Both atrial and ventricular artifacts could be seen in the stored iegms. The ventricular artifacts were caused by an intermittent low-ohm state between the vcs shock conductor and the inner conductor coil (tip). The insulation between the two conductors was damaged 13 cm distal of the plug. The damage of the linox td insulation was probably due to the position of the atrial and the ventricular lead during the implantation time (see figure 4). The tempering colors can probably be explained by the defect of the atrial insulation. There was no material defect or mfg error. This case therefore does not constitute a product defect; rather, the abrasion and fraying indicate permanent dynamic stress under pressure impact in the pocket region. The damage at the proximal side of the vcs shock coil was probably caused during the explantation.